Manufacturer narrative:
Results of investigation: a vyaire failure analysis technician was able to verify the customer's reported issue. Bench testing revealed a faulty main board. The main board was replaced and the reported issue was resolved. The device passed all testing and met all specifications.

Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly is available for analysis and was ordered for returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays apnea interval, high peak end expiratory pressure, high peak inspiratory pressure, and low minute ventilation alarms. The customer performed calibrations and reported the circuit pressure transducer failed. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient-use. The customer reported there is no patient consequence associated with the event.